Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the unintended movement associated with the cds diving medially resulting in the clip interacting with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the unintended movement of the cds. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced however imaging was difficult due to the anatomy. The cds made a medial dive and became caught in the chordae. The leaflets were grasped however the mean pressure gradient increased therefore the leaflets were ungrasped and the cds removed. The procedure was completed with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.